Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. It was noted the physician was having difficulties maneuvering the vlp during the procedure due to docking issues with the catheter and separation failure. Repeated attempts to maneuver the device unsuccessfully also resulted in the helix of the vlp becoming bent, and dislodgement during tether mode. The vlp was successfully retrieved and a new vlp was implanted. The patient was stable throughout the procedure.